Event description:
Info rec'd indicates that, blood was seen in the gas outlet of the oxygenator during ECMO. The unit was changed out with no reported adverse effect to the pt.

Manufacturer narrative:
Analysis: a gross inspection of the oxygenator shows no damage to the outer wrap. With testing, a leak was confirmed with moisture exiting the gas port. Dissection of the unit shows a small hole in the membrane near the side seam at the end of the envelope. Conclusion: the device, as returned, had reduced performance and was related to the event. We are unable to determine the exact cause of the event. There was no reported effect to the pt.